Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-06462.

Event description:
Device 4 of 4. Manufacturer report number- device 1 of 4: 1627487-2019-06458. Manufacturer report number- device 2 of 4: 1627487-2019-06460. Manufacturer report number- device 3 of 4: 1627487-2019-06461. It was reported that the patient had ineffective stimulation. Surgical intervention took place on an unknown date to explant the device.

Manufacturer narrative:
The patient's date of birth was inadvertently left off of the initial report.

Event description:
Related manufacturer reference number 1627487-2019-06458.related manufacturer reference number 1627487-2019-06460.related manufacturer reference number 1627487-2019-06461.related manufacturer reference number 1627487-2019-06462.